Event description:
The surgeon was performing an exploratory laparotomy and low anterior resection on the patient. The procedure went without problems, however, when the anastomosis was checked with air for leaks, they noted air bubbles. The staple line was reinforced with sutures, and they did a diverting colostomy since they were unsure of the intactness of the anastomosis. The patient was discharged with a colostomy. The devices involved were gia, eea auto suture, 31 mm stapler. No other product identifiers were available.